Event description:
Related manufacturer reference number: 2017865-2020-08636. Related manufacturer reference number: 2017865-2020-08637. It was reported that the patient presented for atrial lead revision. The lead issue was not specified. During procedure, the wrench would not failed to unscrew the atrial port. The lead was explanted along with the pacemaker. A new pacemaker was opened that presented with the same set screw issue. The pacemaker was not use and another pacemaker was used for the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.